Event description:
Pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been return to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within specifications at the time of release.